Manufacturer narrative:
The manufacturer's service representative spoke to the customer over the phone and fixed the reported problem. No additional service details were provided. The system is operating as intended.

Event description:
The customer reported that the 9800 system would not display an image. No patient injury was reported.